Manufacturer narrative:
(B)(4). Reported event was confirmed as radiographs showed two views of the first carpal metacarpal joint demonstrate malleable plate and screw fixation device which appears to be fractured. Partial withdrawal of the trapezium screw. Incomplete bony fusion of the joint space. No product was returned or pictures provided of the screws; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during a routine radiograph, it was found that the implanted plate was fractured. The patient states there was no fall, injury, or violence which would have caused this fracture. The patient was revised approximately 2 months post implantation. Radiographic review further discovered that there was partial withdrawal of the trapezium screw in addition to the implant fracture and malunion. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 131220157, 1.5mm lock plate t-shape smal, lot # zb7138106, catalog #: 131220416, lock screw 1.5x16mm, lot # rm282s, catalog #: 131220420, lock screw 1.5x20mm, lot # rm692r, catalog #: 131220522, non lock screw 1.5x22mm, lot # m12641 a. G2: czech republic. D1 & d4 - it cannot be confirmed which screw backed out. Therefore, all screws are being reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00160, 0001825034-2023-01410, 0001825034-2023-01724, 0001825034-2023-01725.